Event description:
The customer reported to olympus, during a therapeutic procedure, the endoeye flex deflectable videoscope was generating noise and the subject could be recognized. Subsequently, the intended procedure was completed with a similar device. Upon inspection of the customer¿s returned device it was observed, the device had yellow horizontal line on the screen and during angulation, the image disappeared. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, due to damage on the charged coupled device (ccd) unit, a noise image occurred, and the image disappeared, the adhesive on the bending section cover (a-rubber) had a ship, and the a-rubber had a scratch. The investigation is ongoing. And a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the reported problems occurred due to breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿[inspection of the endoscopic image] confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.